Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy, during a visual entry with the trocar, the doctor perforated the small bowel. The pt was opened and the perforation to the small bowel was repaired. Surgeon sutured the two perforated areas, and then completed the procedure. The surgeon did not believe that the device malfunctioned.